Event description:
The customer reported that the device was activated and the seal cycle was completed. However, the seal was not good and there was some bleeding. The seal was completed using another device. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.